Manufacturer narrative:
Lot number - requested but unknown. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Device was not implanted. Device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that while deploying the angio-seal device the suture broke. The angio-seal device was removed and manual compression was needed. Additional information was received on 10/25/2018. The procedure that was being performed was a normal angiography. The procedure sheath size that was used was a 6fr. The patient was reported to be fine. There was an ordinary introducer used as well.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date in section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 11/5/18. Hemostasis was achieved by manual compression. There were no bio absorbable components left in the patient. The patient is in stable condition.

Manufacturer narrative:
One angio-seal sts plus was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in a rear lock position. The tamper tube was returned along with the suture separately. The suture ends were observed under magnification and it was confirmed that one end of the suture was frayed . The tensioner hub frame was disassembled and no suture was observed inside the frame. It was confirmed that the suture had un-spooled freely from the frame. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.